Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella dislodged from the heart as the staff were turning the patient. It was found that the re-positioning sheath had not been sutured to the patient and the pump was pulled into the descending aorta. It was reported that the patient survived the procedure.